Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.1745 mg/day) and bupivacaine (10 mg/ml at 0.872 mg/day) via an implanted pump. It was reported that the patient had unintentionally lost approximately 30 pounds since her pump was implanted 6 months ago. As a result, she had loose skin over the pump pocket, and the pump was flipping in the pocket. The patient reported that their managing physician had to manually flip the pump back over in the clinic in (B)(6) 2025 in order to interrogate and update the pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿significant weight loss; patient reports she will be seeing an endocrinologist for possible adrenal insufficiency¿. The patient was taken to the or (operating room) today ((B)(6) 2025) for a planned pump pocket revision. The physician started by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. The pump was removed from the pocket and there was no coiling or kinking noted within the proximal segment of the catheter. The physician then aspirated the catheter from the catheter access port with positive return of csf (cerebrospinal fluid). She then placed two anchoring sutures within the pump pocket to anchor the pump within the existing pump pocket in 2 of 4 quadrants. The incisions were then irrigated enclosed. A catheter access prime was programmed to re-prime the catheter post procedure. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.